Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with two episodes of ventricular fibrillation. Upon examination, it was noted that the right ventricular lead undersensed the arrhythmia and failed to deliver high voltage therapy. The arrhythmia went into a ventricular tachycardia and the implantable cardioverter defibrillator was able to detect the episode and delivered therapy successfully. It was noted that there were some alerts for non-sustained right ventricular oversensing due to lead noise. The physician suspected there may be a right ventricular lead micro-dislodgement. He reviewed the device interrogation and found no major changes to impedance, sensing or threshold. The device also recorded additional episodes of ventricular fibrillation after the event that were successfully converted via appropriate high voltage therapy. The patient received CPR for twenty five minutes during treatment and was intubated. The patient later woke up and instructed his family to turn off all life saving therapy. The patient passed away on saturday, ((b6) 2020. Related manufacturer reference number: 2017865-2020-13513.